Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: inside the obesity kit to be used for this procedure was an (B)(4) instead of an (B)(4). This posed a dangerous situation for the patient since a partial reservoir resection and manual anastomosis was needed.